Event description:
During an initial implant procedure of an atrial leadless pacemaker (aLP) on (b)(6) 2026, it was reported that the aLP could not pace the atria. The aLP implant was abandoned as the physician elected to implant a ventricular device only. The patient was stable throughout the procedure.